Event description:
Reporter indicated that vns pt was experiencing irregular heartbeat. The pt was last seen by neurologist two months prior and indicated that their neurologist planned to write a letter to the manufacturer regarding the irregular heartbeat with vns therapy. Manufacturer has no record of receiving any correspondence from neurologist regarding this pt. The pt is not scheduled to see their neurologist again for four months. It was reported that the pt has been unable to tell whether the vns therapy is helping their seizures as of yet due to many other co-morbidities. Further follow-up revealed that the pt is doing well and that treating neurologist plans to continue vns therapy. The event has reportedly resolved with medication (amiodarone-200mg daily). It is know whether the event was related to the vns therapy. The pt's condition was described as atrial fibrillation with a tachy arrhythmia. Neurologist indicated that he was not aware of any other chronic conditions or co-morbidities for the pt.